Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance multiple times will filling the cartridge with insulin. There was no impact to the customer's blood glucose level. The syringe was removed and re-inserted to resolve the issue.